Event description:
It was reported that unknown system errors occurred on a homechoice (hc) device as the device was powering off from a low battery level. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review identified several alarms on the homechoice (system error 1087, 2084; therapy errors low drain volume, check patient line, low uf, check lines and bags, slow flow patient). No abnormalities were identified during internal/external inspections. During functional and electrical tests both the low battery alarm and the system error (se) 1087 found in the logs were duplicated. A simulated therapy found no additional issues. A device history record review was performed and determined that the device was no longer in its original manufactured condition. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met during previous service events. The cause of the se 1087 was determined to be a malfunctioning power harness. The power harness was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.